Event description:
It was reported that the insulation has been compromised.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The product was returned and the failure mode was confirmed. The handle was visually inspected for damages, and the insulation has scratches near the distal end. The ratcheting mechanism was locked. When unlocked the ratcheting mechanism functioned without issue. However, the handle failed the insulscan test near the distal end. Probable root causes could be user misuse, or handling during cleaning/reprocessing, or normal wear and tear. In sum, the product was returned and the failure mode was confirmed.

Event description:
It was reported that the insulation has been compromised.